Manufacturer narrative:
Device received with blank display. Problem isolated to lcd board. Unable to verify button anomaly or perform functional test due to blank display. Device received with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 600 mg/dl. Device had a keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.